Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 622 mg/dl and feeling sick with diabetic ketoacidosis symptoms: due to the pump not working properly. Reportedly, the customer experienced a heart attack. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and had a balloon inserted into their artery to address the heart attack. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage.